Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a lead revision procedure. During examination of lead, it was noted that the right ventricular (rv) lead had low pacing lead impedance. Chest x ray revealed rv lead dislodgement. The physician explanted and repositioned rv lead on (B)(6) 2021. The patient was in stable condition before, during and after procedure.